Event description:
It was reported that there was a nick/scratch on the head of the air dermatome that was tearing skin during a graft procedure. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned for evaluation and it was determined that the head and control bar were damaged. A review of the svc records revealed that the device had never been returned for maintenance since 12/2001. It is documented in the instruction manual included with the device, that the device should be returned to the MFR every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.